Event description:
Pt has had pacemaker since 1968 with replacement in 1970, x 2 in 1972, in 1978 and 1988, and post generator placement in 1997 with a change in the lead system from bipolar to unipolar. Pt presented with pacemaker disfunction--a routine pacer showed failure to sense, and some evidence of pacemaker lead disfunction was noted. It was decided to replace with an entire new pacer.